Event description:
The family member patient reports getting "add gel or replace belt" messages. The family member reports that the patient removed the device to take a shower but did not remove the battery to turn off the device. The messages began when the device was put back on. The patient states that no gel has been released from the therapy pads. A lifecor sales rep replaced the electrode belt.